Event description:
A hemodialysis user facility has reported that during treatement a blood leak occurred. At the initiation of treatment, the leak was visually observed and the machine alarmed. Estimated blood loss was 250ml's. No medical intervention was required. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.